Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been hospitalized because of a urinary tract infection but that they experienced high blood glucose. Her blood glucose was unknown. The customer declined troubleshooting because she did not have the pump. She said that she did not remember any information regarding the hospitalization. The pump will not be returning for analysis.